Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was returned to the distributor for evaluation. A patient reported that the electrode belt had a damaged cable. The distributor evaluation confirmed that the trunk cable was severed. The root cause of the severed trunk cable was physical abuse. No adverse event resulted from the damaged cable.

Event description:
A us distributor indicated that a patient had reported that electrode belt sn (B)(4) had a damaged cable.